Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited increased sensing integrity counter (sic), multiple high rate non-sustained episodes, and high/undefined impedances. A possible fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.